Event description:
Clinic notes dated (B)(6) 2013 note that the patient's caregiver feels the patient has been having more seizures in the past 6 months. It was noted that the patient would space out more often followed by to and fro jerking of his head and tonic arm/leg extension. It was reported that the patient is sleepy for hours, but there has been no injuries or emergency room visits. The patient was referred for generator replacement. X-rays were performed and sent to manufacturer for analysis. Based on the images, the cause for the increase in seizures is unknown. The patient underwent generator replacement surgery on (B)(6) 2013. It was reported that pre-op interrogation was not successful which was believed to be due to a completed depleted generator battery. It was reported that a new generator was connected to the existing lead and that device diagnotics were within normal limits. The new generator was left programmed off following the surgery. It was reported that the explanted generator will not be returned for analysis as the explanting facility only releases the devices to the patients.

Event description:
Additional information received revealed that the seizures were due to end of service of the generator and the increase continued until the generator was replaced.

Manufacturer narrative:
.